Event description:
A report was received that the patient underwent an explant procedure due to the device not working properly. The patient was getting surges of stimulation. The physician, during the explant procedure, discovered that the paddle lead was frayed. The physician explanted the precision system and implanted a competitor's system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: implantable pulse generator (ipg). A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. The explanted devices were not returned to bsn as they were discarded by the medical facility.